Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained.   Since no device was received by stryker, a conclusive cause for the failure mode could not be identified. No further investigation can be performed due to insufficient information provided. If devices and/or additional information become available, the investigation will be reopened.

Event description:
A physician reported that a patient was revised to address a loose xia serrato polyaxial screw placed at s1.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
A physician reported that a patient was revised to address a loose xia serrato polyaxial screw placed at s1.